Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima¿ ii exhibited loose closure or separation during use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd intima¿ ii exhibited loose closure or separation during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number, our records show it was manufactured august 2017; it was determined that this is the only instance of a loose prn occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Twenty-five were submitted samples for evaluation. Microscopic observation of these devices was unable to find any defects that would lead to a loosened prn. Additionally leakage testing was performed to identify any deformities that were not readily visible under the microscope, the results of these test found the samples to be free of leaks. Investigation conclusion: bd engineers could not determine the root cause for this event without being able to observe or replicate the reported failure mode.